Manufacturer narrative:
(B)(4). Improper or incorrect procedure or method, incorrect removal: the safety release mechanism was not activated prior to device removal. The instructions for use, states: slide the safety release to collapse the locator wings and reset the plunger. The locator wings are fully collapsed when the number 2 on the plunger exits the number window completely. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties however the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report the following additional information was received: the safety release mechanism was not activated to assist in removal of the starclose se device from the arteriotomy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: sheath: 6f. Tissue plasminogen activator (tpa). Heparin. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after an interventional procedure. Reportedly, the physician felt like the starclose se "gave". The device was deployed; however, the clip was deployed in subcutaneous tissue. The starclose se device was removed from the artery with the locator wings open which caused artery damage. The patient was taken to surgery to repair the artery with three surgical stitches and hemostasis was achieved. There was no reported adverse patient sequela. There was a significant delay in the procedure due to the surgical intervention performed. The physician is reported to be trained in the use of the starclose device. No additional information was provided.